Event description:
A company representative reported that thread fractured off of an aleutian tlfi ii straight inserter inner shaft. The procedure was completed successfully with no surgical delay and no adverse consequence to the patient.

Manufacturer narrative:
Device analysis could not be performed as the device was not returned. Device history records could not be reviewed as a valid lot number was not provided and could not be obtained. Complaint history records were reviewed for this catalog number, similar complaints were identified. A root cause cannot be established using the available information. If additional information is received or the device is returned for evaluation, the investigation will be reopened and updated. H3 other text : device not returned by user.

Event description:
A company representative reported that thread fractured off of an aleutian tlfi ii straight inserter inner shaft. The procedure was completed successfully with no surgical delay and no adverse consequence to the patient.